Manufacturer narrative:
Concomitant medical products: otv- s190. Evaluation revealed: the reported issue was not reproduced, but the front panel occasionally went blackout due to a faulty board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for a laparoscopic surgery, after pressing the start button and blocking the gas supply port, the display on the front panel disappeared, the front panel could not be operated and there was no response when keys were pressed. The procedure was completed with a similar device, there was not a delay greater than 15 minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the phenomenon is a faulty circuit (cr) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.